Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was exceptionally high, but no specific value was available. A correction bolus was administered via the pump to address high blood glucose levels. Reportedly, the customer resumed insulin and changed pump supplies to address the issue.